Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.110.005 lot: 8014265 manufacturing site: bettlach release to warehouse date: august 21, 2012 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the handle for torque limiting attachment was received at us customer quality (cq). Upon visual inspection, the thumbscrew component is missing. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of missing components. Conclusion: the overall complaint was confirmed for the handle for torque limiting attachment as the thumbscrew component is missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at the field service location, it was observed that the handle for torque limiting attachment was broken. There was no known patient or hospital involvement. This report involves one (1) handle for torque limiting attachment. This is report 1 of 1 for (B)(4).